Event description:
It was reported that the customer experienced cartridge alarms 30. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised the customer to put the pump into storage mode and return it using a prepaid label, and a replacement pump was sent. The customer was informed about programming the settings and connecting their cgm to the new pump. Later, the customer requested replacements for supplies wasted due to the issue, and technical support sent the replacements.